Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient needed to have an MRI done and was concerned that she couldn't show the MRI technician that the stim was off. It was unknown when the patient last charged the implantable neurostimulator (ins) and the reason for not charging was because the patient experienced heating while charging the ins about a year and a half prior to the report. The patient stopped using the therapy/turned it off and then it was reported that the patient was not able to communicate with any of the external devices. In the end, a rep was contacted to meet with the patient for troubleshooting. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the inside unit would get very hot after the patient would place the belt on and begin recharging. The patient stated that they could not recharge the implant. The patient mentioned that they were afraid to charge the implant and wanted it removed. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-mar-25. It was reported that the patient first experienced the issue of the device heating during a charging session was in 2017. The patient noted that the implantable neurostimulator (ins) re-charge time increased and the life of the charger led to the heating issue. To resolve the issue, the patient turned the unit off in 2017 and in march of 2019, a manufacturer representative (rep) reset, programmed the ins, and turned the ins on. Lastly, the patient reported that they now recharge more often before the ins loses complete charge, which was about 3 or 4 days in between. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the battery feels like its warming up when they charge. Troubleshooting directed the patient to contact their healthcare provider and was sent adhesive discs and a new antenna to see if that resolved the issue.